Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the event was unknown. The patient was hospitalized for the event ¿for the past 8 days¿ and was receiving unspecified antibiotics for the event (no further details). On an unreported date, pd therapy was discontinued, and the patient was started on hemodialysis therapy. At the time of this report, the patient outcome was not reported. No additional information is available.